Event description:
Burned my neck/ serum vesicles in the neck [burns second degree], 5 minutes later turned into an excessive heat [device issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program ((B)(6)). A contactable consumer reported for herself that a (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2019 for neck pain probably due to a muscle contracture. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of events was not recovered. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
According to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. The sample is not available for evaluation by the site, a device malfunction cannot be confirmed. Additional information received from product quality complaint group: initial complaint assessment: batch s68532 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 19-feb-2019 for a previous unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufact

Event description:
Event verbatim [preferred term] burned my neck/ serum vesicles in the neck [burns second degree] , 5 minutes later turned into an excessive heat [device issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from 16feb2019 for neck pain probably due to a muscle contracture. The patient medical history and concomitant medications were not reported. On 16feb2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 16feb2019. The outcome of events was not recovered. According to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. The sample is not available for evaluation by the site, a device malfunction cannot be confirmed. Additional information received from product quality complaint group: initial complaint assessment: batch s68532 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 19-feb-2019 for a previous unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25353, effective: 28-nov-2016. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "an heat excessive that burned her neck". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date). Follow-up (23feb2019): new information received from product quality complaint group includes: investigation results. Follow-up (14mar2019): new information received from the product quality complaint group includes investigational results. Follow-up (02apr2019): new information received from product quality complaint group includes: investigation results. Follow-up (24apr2019): follow-up attempts completed. No further information expected. Follow-up (12jun2019): new information received from product quality complaint group includes: additional investigation results. No follow-up attempts needed. No further information is expected., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
As of (B)(6) 2019, according to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 14mar2019 and 02apr2019, according to the product quality complaint group: initial complaint assessment: batch s68532 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 19-feb-2019 for a previous unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded

Event description:
Event verbatim [preferred term] burned my neck/ serum vesicles in the neck [burns second degree] , 5 minutes later turned into an excessive heat [device issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from 16feb2019 for neck pain probably due to a muscle contracture. The patient medical history was not reported. The patient's concomitant medications were not reported. On 16feb2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 16feb2019. The outcome of events was not recovered. As of 23feb2019, according to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 14mar2019 and 02apr2019, according to the product quality complaint group: initial complaint assessment: batch s68532 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 19-feb-2019 for a previous unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25353, effective: 28-nov-2016. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "an heat excessive that burned her neck". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date).follow-up (23feb2019): new information received from product quality complaint group includes: investigation results.follow-up (14mar2019): new information received from the product quality complaint group includes investigational results.follow-up (02apr2019): new information received from product quality complaint group includes: investigation results., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]: burned my neck/ serum vesicles in the neck [burns second degree], 5 minutes later turned into an excessive heat [device issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from (B)(6) 2019 for neck pain probably due to a muscle contracture. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of events was not recovered. According to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 received from pfizer albany in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date). Follow-up (23feb2019): new information received from product quality complaint group includes: investigation results., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "an heat excessive that burned her neck". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review.

Event description:
Burned my neck/ serum vesicles in the neck [burns second degree] , 5 minutes later turned into an excessive heat [device issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from (B)(6) 2019 for neck pain probably due to a muscle contracture. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of events was not recovered. As of (B)(6) 2019, according to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 received from pfizer albany in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 14mar2019, according to the product quality complaint group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "an heat excessive that burned her neck". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. Follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date). Follow-up (23feb2019): new information received from product quality complaint group includes: investigation results. Follow-up (14mar2019): new information received from the product quality complaint group includes investigational results. Comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned my neck/ serum vesicles in the neck [burns second degree] , 5 minutes later turned into an excessive heat [device issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (B)(4)). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from (B)(6) 2019 for neck pain probably due to a muscle contracture. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2019, the patient used the therma care patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of events was not recovered. Follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date). Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The severity ranking can not be assigned for a "too hot" complaint per rpt-74091 'bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp', version 1.0, effective date: 09/28/2018 also attached. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. The sample is not available for evaluation by the site, a device malfunction cannot be confirmed.

Event description:
Event verbatim [preferred term] burned my neck/ serum vesicles in the neck [burns second degree] , 5 minutes later turned into an excessive heat [device issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported for herself that a 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s68532, expiration date jun2020, from 16feb2019 for neck pain probably due to a muscle contracture. Medical history and concomitant medications were not reported. On (B)(6) 2019, the patient used the thermacare patch for the neck for the first time. From the beginning she felt the sensation of warmth that 5 minutes later turned into an excessive heat that burned her neck. The result was that she had serum vesicles on her neck. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 16feb2019. The outcome of events was not recovered. According to product quality complaint group, investigation results for thermacare neck shoulder & wrist 8hr 6ct lot. S68532 in which has been reported as follows: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "heat excessive". The cause of the excessive heat she felt is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. The sample is not available for evaluation by the site, a device malfunction cannot be confirmed. Additional information received from product quality complaint group: initial complaint assessment: batch s68532 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2019 for a previous unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-25353, effective: (B)(6) 2016. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she felt "an heat excessive that burned her neck". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity ranking can not be assigned for a "too hot" complaint per rpt-74091 'bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp', version 1.0, effective date: 09/28/2018 also attached. The review of production records show no issues with thermal results for the batch, there was not a product quality complaint mentioned in the intake information. The sample is not available for evaluation by the site, a device malfunction cannot be confirmed. Follow up (19feb2019): new information received from a contactable consumer from medical information includes device data (lot number and expiration date). Follow-up (23feb2019): new information received from product quality complaint group includes: investigation results. Follow-up (14mar2019): new information received from the product quality complaint group includes investigational results. Follow-up (02apr2019): new information received from product quality complaint group includes: investigation results. Follow-up (24apr2019): follow-up attempts completed. No further information expected. Follow-up (12jun2019): new information received from product quality complaint group includes: additional investigation results. No follow-up attempts needed. No further information is expected. Follow-up (06aug2019): new information received from product quality complaint group includes new investigation summary. No follow-up attempts needed. No further information is expected., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.